Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03667 for the other associated device information. It was reported to boston scientific corporation that two rotatable snare devices were used during an esd (endoscopic submucosal dissection) procedure performed on (B) (6) 2009. According to the complainant, resistance was felt during insertion of the device through the scope. Subsequently, it was noticed that the sheath had detached from the proximal end of the device. The physician was able to easily removed the device from the scope and a second device was inserted where the same event occurred. The procedure was successfully completed with a third rotatable snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)